Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump history was missing data. In addition, it was reported the customer requested an extended bolus, however, only half of the extended bolus was delivered. Customer's blood glucose level was 145 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.